Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter;unable to evaluate returned test strips since are loosed strips. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. Sister is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 52, 69 and 35 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is 07/24/2016. The meter memory was reviewed for previous test result history: (B)(6).